Event description:
It was reported that this implantable pacemaker was found to be in safety mode upon interrogation. The device was subsequently explanted and replaced. The device is expected to be returned for analysis. Outside of the revision, no adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this implantable pacemaker was found to be in safety mode upon interrogation. The device was subsequently explanted and replaced. The device is expected to be returned for analysis. Outside of the revision, no adverse patient effects were reported. Product returned for analysis.